Manufacturer narrative:
(B)(4): clip. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, one scissored clip was fed and the remaining clips were conforming. In addition, the device locked out as intended but the orange indicator over traveled. These findings are not related with the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jammed. Another device was used to complete the procedure. No adverse consequences reported.